Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revisued due to breakage of the patella.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products - modular cemented tibial baseplate size 4, left for cemented use only catalog #: 642000240 lot #: 61639238, nonporous femoral component size 4 left for cemented use only catalog #: 630700040 lot #: 61706981, all poly patella ol 7 / 2 catalog #: 630007102 lot #: 61621912, and palacos r 1x40 single catalog #: 00111214001 lot #: 71654253.

Event description:
It was reported the patient underwent a left knee arthroplasty. Subsequently, the patient underwent a revision procedure approximately two years post-implantation due to ruptured posterior cruciate ligament and laxity in the anterior and posterior plane. The articular surface was removed and replaced. No additional patient consequences were reported.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no were trends identified. The reported components were reviewed for compatibility with no issues noted. As per package insert associated with this product, surrounding tissue damage was addressed as possible adverse effect. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.